Event description:
The customer reported that after 20 seal cycles in a lobectomy, the jaw lever would not return, keeping the jaws from opening. Add'l resection of tissue was done to remove the device. Another device was used to complete the procedure. There was no bleeding and no pt injury.

Manufacturer narrative:
Covidien reference#: (B)(6). Date of initial report: (B)(6)2010. The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.